Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) between approximately 20-30 mg/dl. Reportedly, the initial basal rate provided by the health care provider (hcp) was too high and had since been adjusted. The customer drank juice to treat low bg.